Event description:
There is a special (newly added) soft key or button that allows a "pause" so the patient's endotracheal tube (ett) can be suctioned without alarms. The therapist hit that key and starting suctioning and then the "blank screen" happened. During this suctioning of ett, ventilator made "shutting down" noise, all numbers/waveforms disappear from ventilator screen, and a warning message across screen said "restart ventilator!" Then ventilator returned back to ventilating and showing data within 2-3 seconds.